Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a cracked male spin collar of an extension set discovered when the nurse was responding to an occlusion alarm and attempting to change the line. There was no patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of component breakage was confirmed. Upon inspection, a 0.416-inch long crack was detected on the hub (collar) of the male luer lock and the collare was separated from the luer component. No tool, crush, or stress marks were seen around the damaged area. Functional testing was not performed due to the obvious damage. The root cause of the component breakage was not identified.